Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mmharmonic ace instrument associated with the customer-reported complaint. The instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. There were no recognition or engagement error codes found in the msc logs. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Additional observation not reported by site: the instrument was found have one blades broken at the base. A piece approximately 0.074" x 0.407" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: when zoomed in, the image becomes pixelated, but no abnormality or obvious damage was observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the 8mm harmonic ace instrument could not be identified. The front end of the tool head was complete. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported.